Event description:
Dr leaned across pt to look at screen. Their body pressed against image intensifier control. Image intensifier lowered on to pt, breaking their rib. Image intensifier system safety switch failed to stop drive.